Manufacturer narrative:
Approximate age of device 2 years 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen during a routine visit for a chronic drive line infection. The patient did not take blood pressure medication prior to the visit. Analysis of the log file indicated several high flows and power trends dating back to early may. The log file also captured intermittent power elevations which may be associated with pi events but were noted as an unusual trend. Possible causes of this trend are unknown. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Review of the submitted system controller log file confirmed the reported elevations in pump power/estimated flow; however, a specific cause for the parameter fluctuations could not be determined through this evaluation. It was reported that the patient was seen for a routine visit on (B)(6) 2019 for a chronic driveline infection. Also at the time of the clinic visit, the account noted several high pump power/flow trends. The patient¿s doppler blood pressure during the clinic visit was 102 and she reportedly did not take her blood pressure medications. It was additionally noted that her ldh was 335 and bnp was 373. The submitted system controller log file contained data from 18apr2019 ¿ 06jun2019 and showed that pump power fluctuated between values up to 9.1 watts and as low as 4.8 watts, which correlated with fluctuations of estimated flow between values up to 12 lpm and as low as 4.2 lpm. Despite the observed parameter fluctuations, the submitted log file data appeared to show the system operating as intended. No atypical alarms were captured and the pump speed remained above the low speed limit without issue. Multiple attempts were made to obtain additional information from the customer regarding this event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate ii lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.